Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock impedance measurements. Which was suspected to be caused by calcification. No noise or non-physiologic signals on stored events. Troubleshooting options were discussed and recommended. The plan is continue to monitor. The rv lead remains in service and no adverse patient effects were reported.